Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two cre pro wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two cre pro wireguided dilatation balloons were used during an esophageal dilation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, both balloons burst. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Block h6: device code 1074 captures the reportable event of balloon burst. Block h10: investigation results a visual examination of the returned complaint device found the balloon did not show any visual defects and looked normal. No damage was found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located at the distal section of the body of the balloon. This failure is likely due to factors or conditions related to procedure, such as handling of the device during preparation, initial set-up or during procedure that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two cre pro wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two cre pro wireguided dilatation balloons were used during an esophageal dilation procedure performed on (B)(6), 2020. According to the complainant, during the procedure, both balloons burst. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.